Event description:
A report was received that the patient was explanted due to an infection at the pocket site. Patient's symptoms were drainage at the pocket site. The physician believes that the infection is procedure related and prescribed the patient oral antibiotics. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-70, serial#: (B)(4), description:enh st ld kit, 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.